Event description:
The customer reported that the touchscreen is non-responsive, unable to calibrate. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.